Event description:
Bayer case number: (B)(4) pelvic pain \[pelvic pain female]" , joint pain \[joint pain]" , muscle pain \[muscle pain]" , asthenia \[asthenia]" , recurrent urinary infections every 15 days \[recurrent urinary tract infection]" , fatigue \[fatigue]" . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-jul-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 45-year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(4) 2005, the patient had essure (ess205) inserted. On (B)(6) 2010, 1826 days after essure (ess205) insertion, she experienced pelvic pain (seriousness criterion medically important), arthralgia ("joint pain"), myalgia ("muscle pain"), asthenia ("asthenia") and urinary tract infection ("recurrent urinary infections every 15 days"). On unknown date she experienced fatigue ("fatigue"). The patient was treated with fosfomycin (fosfomycin sodium). At the time of the report, the pelvic pain, arthralgia, myalgia, asthenia and urinary tract infection had not resolved. The outcome of fatigue was unknown. No causality assessment was received for essure (ess205) with regard to arthralgia, myalgia, pelvic pain, asthenia, urinary tract infection or fatigue. The reporter commented: patient¿s current status: muscle and joint pain, pelvic pain, asthenia, recurrent urinary infections---every 15 days¿antibiotic therapy twice a week¿fosfomycin 3 g for three months actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received, the investigation might lead to destruction of the sample if required to perform a proper analysis.